Event description:
The reported event was that the harmonic ace instrument did not work. An (B)(6) technical support engineer (tse) recommended the site to check the personality module energy device (pmed) led status. The site stated it was normal; the tse recommended the site to swap the generator and the energy activation cable, but the site elected not to perform the troubleshooting. An isi field service engineer (fse) was onsite to check and found that the system worked normally with another harmonic ace ethicon energy activation cable. There was no error that appeared in the logs. The fse also reseated the harmonic ace ethicon gen11 energy activation cable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".